Manufacturer narrative:
Product ID 3888-45, lot# v247062, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3888-45, lot# v229127, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s stimulator was removed because, it protruded out and it would bruise. He could not sit down because, it was out so far and he would bang it and would have a big bruise on it all the time. It was noted, the stimulator had always protruded a little bit but it got really out and he did not know how it got out as far as it did. It started to protrude about two years before it was removed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.